Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was not received but was evaluated at the account. Evaluation status: 1 reported event was confirmed through photographic image; however, the cause was not established. Additional information: 1 device is labelled for single-use. 1 device was not reprocessed and reused. Device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke during a total knee arthroplasty (tka) procedure. There was patient involvement. There was no patient impact.